Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The results were not reported out. The following data was provided: sid (B)(6) processed on (B)(6) 2023 initial result = 8.64 mg/dl repeat result = 2.07 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, alinity c processing module, serial number (B)(6) . The field service engineer (fse) performed extensive troubleshooting to resolve the issue, including rebuilding, replacing, and cleaning multiple parts. He observed that the pinch tubing was backed out of the pinch valve which caused ict diluent to leak onto the cuvettes; therefore, service determined the tubing, ict pinch valve (part number c-35016640-01) as the likely cause for the discrepant result. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) , or the tubing, ict pinch valve was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The results were not reported out. The following data was provided: sid (B)(6), processed on (B)(6) 2023 initial result = 8.64 mg/dl repeat result = 2.07 mg/dl no impact to patient management was reported.